Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the grip routing. A loop of wire was sticking out such that the wire protruded above the outer surface of the grip, causing the grip to sit in a slightly bent position. The conductor wire sticking out also interfered with the grip opening properly, causing a jam against the force amplification pulley. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. Additionally, the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. The wire was exposed. There were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument was broken in a bent position. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.